Event description:
Disassociated liner and cup, doi: unknown; dor: (B)(6) 2022; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Based in provided photographic and xray images review, the dislocation event was not confirmed. However, femoral head denoted a remarkable worn appearance at the part. It was found that occurred a transfer of the titanium cup material onto the surface of the ceramic head post liner and cup's disassociation event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.